Manufacturer narrative:
The service engineer observed that the actuator inside the rotational locking mechanism was not working. He removed and replaced the actuator, and tested the table to verify proper function. Internal CAPA issued.

Event description:
The customer stated that, during morning qa testing, the ort200 table would not lock or unlock. On (B)(6) 2017, they stated that the table would not lock rotationally during testing. There was no patient involvement.